Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the inoperable ipg was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg had reached eri and ipg battery status is 2.73v. It was noted that patient runs stimulation 24/7 and uses both tonic and burst programs. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.